Manufacturer narrative:
Additional information: product analysis:macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with sample mas head found all set screws unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient got the surgery due to lumbar spine degeneration. During the surgery, when doctor was implanting, he found the two screws loose and slipped, and he tried several times but failed. The surgeon had to change another products to complete the surgery. The products came in contact with the patient. The patient's current status is normal.